Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The customer reported that: "a pt underwent a surgical procedure due to a femur fracture on (B)(6) 2011, after 3 months the pt underwent an unanticipated revision surgery due to breakage of the nail.